Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) had a black screen. There was no patient involvement.

Manufacturer narrative:
Per the perfusionist, the ccm was checked by the field service representative (fsr) but when they tried to power the unit, the display was still out. The fsr initially replaced the inverter board of the ccm and after release testing the unit functioned as intended. The issue then returned again a few days later. He returned and replaced the ccm and performed release testing successfully. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / MFR# 1828100-2022-00244.

Manufacturer narrative:
Per data log review: the central control monitor (ccm) log indicated that the ccm was likely replaced before exporting the logs. The ccm date jumped from on (B)(6) 2022. If the ccm display was black, it would not have been possible to export the logs. Looking at all the logs, the power manager reported many 'network interface card (nic) brick #1 state changes' from connected and good to connected with fault. This can indicate a pump or module may have been rebooting. Looking at all the pump and module logs, the pressure module failed the power up self test with an 'entering broke mode' 56 (control area network (can) lines test failure). Earlier in the log there were many miscellaneous internal error 49 (ewrn error). This also indicated an issue with the can lines (communication lines). These sort of issues may cause the ccm to shut down and display 'system computer needs service' with a black background but not a completely black screen. The logs confirm a problem but possibly not the reported issue. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The ccm to functioned as intended and to passed all testing successfully. The pst observed the backlight to be bright. It was determined that the ccm met specification.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the liquid crystal display (lcd) screen and installed a screen saver upgrade. The srt performed preventative maintenance and the central control monitor (ccm) passed all safety/verification testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.